Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered multiple inappropriate therapies and may have contributed to a fall. The patient was admitted to the hospital and the ICD was "turned off" according to the caller. The ICD remains implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.